Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (526 mg/dl). High bg would occur after using the infusion set for 3 days. The cause was not known and was addressed by administering an insulin pen. As the event had occurred in the past, tandem technical support advised the contact to discuss the events with a healthcare provider.